Event description:
It was reported that the screws are missing on the revolution cement gun. There was no associated procedure reported.

Event description:
It was reported that the screws are missing on the revolution cement gun. There was no associated procedure reported.